Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: raj pk., nuuman j., pattathil a., (2015) bone impregnated hip screw in femoral neck fracture: clinicoradiological results, indian journal of orthopaedics. Volume 49(2), pages 187¿192 (india) doi: 10.4103/0019-5413.152472: 10.4103/0019-5413.152472. This retrospective study aims to present the clinical and radiological results of femoral neck fracture managed with bihs. A total of 93 patients were included in this clinical study done in two phases. Phase 1, only with bihs was used in a pilot study and phase 2 comparative study was done in a group with ao cannulated screws and the other group treated with bihs. Phase 1 clinical trial was done in 15 patients. Between 2002 and 2011, a total of 78 patients were included in phase 2 comparative study. Out of these patients, 44 patients were treated with bihs and the rest with cancellous screws. The following complications were reported as follows: cancellous screw group: cancellous groups only 55.20% showed excellent flexion level. Nonunion for 5 cases in cancellous screw group. 3 patients had poor score according to harris hip score. 13 cases had fair score according to harris hip score. 2 patients had limb length discrepancy <3.2 cm. This report is for an unknown synthes ao cancellous screws. This is report 1 of 1 for (B)(4).